Manufacturer narrative:
This occurred during reconstitution using a 250ml bag of sodium chloride solution and a vial of ceftaroline fosamil. The device was received for evaluation attached to a solution bag and product vial. Visual inspection revealed grey particulate matter in the vial. The particulate matter appears to be stopper material from the vial. A functional test was performed on the adapter using the returned vial and solution bag. The device was found to operate as expected. The reported issue of particulate matter was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ¿black speck¿ was observed in a non-baxter bag after compounding with a vialmate adapter. The reporter indicated that this issue occurred ¿more than once¿. The bag had been filled with ceftaroline fosamil. This was observed by a patient before use. There was no patient injury or medical intervention associated with this event. No additional information is available.